Event description:
Information was received indicating that a smiths medical cadd solis vip pump began alarming intermittently downstream occlusion after 20 hours of infusion time. The reporter indicated that pump shuts down every couple minute. Per nurse, the patient arrived due to cadd 5fu pump alarm had started going off around 11:30 am stating occluded down stream and patient was unable to correct with assistance from home. It was also indicated that pump had not infused medication for a total of 6 hours. Subsequently, the pump was changed and restarted without difficulty. No patient consequences were reported. No adverse effects were reported.